Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient underwent revision surgery for a unstable knee. The femoral, tibial and cs insert were removed and replaced.

Manufacturer narrative:
An event regarding instability whereby all components were revised involving a triathlon baseplate component was reported. The event was not confirmed. It is noted that no specific reason was given for the revision of the baseplate component, other than the entire knee system was revised to a more constrained ts system. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: insufficient medical records were received for review. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: the reported event could not be confirmed with the information provided. Insufficient medical records were received for review; the consulting clinician commented "need operative reports, clinical history and confirmation of instability". No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient underwent revision surgery for a unstable knee.the femoral, tibial and cs insert were removed and replaced.